Manufacturer narrative:
Date of event and patient weight is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-05968. It was reported that the experienced pain at the lead site and the system was inoperable. It is unknown if this occurred prematurely. As such, surgical intervention took place on (B)(6) 2023 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The report of spinal cord stimulator paddle lead based system that is painful and nonfunctional was not confirmed. Analysis of the returned paddle lead found it was cut during the explant procedure. All segments were tested for continuity and no open circuits were found. No anomalies were noted that would've contributed to the pain complaint.